Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the device went into elective replacement indicator one year earlier than expected, due to an intermittent short circuit between the battery and the pacemaker capsule. The short circuit was caused by a foreign material containing iron and chromium that was embedded in the battery boot.